Event description:
As reported by our edwards affiliates in france, approximately 1 year and 7 months post tavr procedure, the patient suffered from a central leak "degeneration" and suffered from heart failure. Therefore a valve-in-valve procedure has been performed with a non-edwards valve. The patient was well post-procedure.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings. Correction to d6, the valve was not explanted, therefore a date should not of been entered in that field. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided that showed a non-edwards valve deployed inside of an edwards valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve degeneration post-implant was unable to be confirmed as medical records were not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year and 7 months post-procedure, the patient suffered early leaky degeneration, patient suffered of heart failure. Therefore, a valve in valve procedure has been performed with a non-edwards valve.". Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to insufficient information, a conclusive root cause was unable to determine. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.